Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, and basic occlusion, occlusion, prime and excessive no delivery test. The pump was received with minor scratched display window, cracked case at display window corner, cracked battery tube threads and broken reservoir tube lip. The test reservoir locks properly inside the reservoir tube.

Event description:
The customer reported via phone call of high blood glucose readings and a broken reservoir from the insulin pump. The customer's blood glucose reading was 497 mg/dl. The customer treated with the pump and manual injections. The customer stated that a piece fell off the reservoir compartment and the o-ring is exposed. The customer stated that the reservoir will not stay in properly. The customer noticed that she had high readings due to the broken reservoir. The customer stated that she wore the pump in her bra. The customer declined to troubleshoot for high readings. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.